Manufacturer narrative:
Updated UDI (B)(4). Additional information -- model #/lot #, date received by MFR, , if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, h10 the device was returned for evaluation. The position of the cam when valve was received was 160mmh2o. -the valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested. No leaks noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code ns0319a, with lot 508753, conformed to the specifications when released to stock on 4/23/2014. -no root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Due to malfunction, this valve was replaced. Surgeon could not program it past 170mm. He also used a manometer and said it wasn't tracking the right pressure. He felt it was over draining. Pathology has the valve, per the hospital protocol. They will forward to codman(me)when done. Per rep: the clinician called me late afternoon on tues (B)(6). We discussed that the valve wouldn't adjust upward. Both he and another clinician attempted to adjust the valve and x-ray confirmed it hadn't moved to 200. Original implant date was (B)(6) 2016. Product code ns0319a, lot# 508753. It was explanted (B)(6) 2016 by the clinician. Twelve (12) noon case. Female pt. Replaced with 823116 lot #ctjbp4.

Manufacturer narrative:
\ The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.